Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the helix of the lead was not properly coming out during the implant procedure. It was popping out when the lead was secured and in subsequent implant process. Lead was found to be faulty prior to implantation. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.